Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen did not work. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. The probable cause was due to contamination on the bottom of the touchscreen caused by fluid ingress, which altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.